Event description:
It was reported that the patient presented to the hospital on (B)(6) 2024 with an emergency backup battery (ebb) alarm on their system controller. This was the third time the alarm occurred. The ebb was last exchanged in (B)(6) 2024. The decision was made to exchange the system controller.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information was reported that the decision was made to exchange the system controller and the alarms resolved. The patient was sent back home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Log file data from the reported event date of 10jun2024 was reviewed. A backup battery fault alarm activated at 06:22:44 because the backup battery did not pass the load test, due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The backup battery fault did not affect the controller¿s ability to operate the pump at its set speed. The patient replaced their primary controller (B)(6) with their secondary controller, which resolved the alarm. The system controller was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. It was noted that the controller was originally packaged with backup battery (B)(6). The inspection testing data was reviewed for the event 11v battery (B)(6), and it was found that the battery passed. The battery was manufactured on 01nov2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.